Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Correcting brand name to from ank c/x impl a11/d3.5/l11 to unk ankylos c/x abutment. Catalog number from 31010430 to 31010428. This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4621. Type of investigation code - 4112. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - clinical code -1924. Health effect - impact code - 4627. Medical device problem code - 1260. Component code - 887. Type of investigation code - 10. Investigation findings code - 3252. Investigation conclusions code - 22.